Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was using the bathroom. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver in "as received" condition met all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or alarms. The driver was further tested for a valsalva maneuver at normotensive settings, and the driver alarmed as intended when the cardiac output was under 3.5 lmp, but recovered as expected when cardiac output increased. The driver performed as intended during investigation testing, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing the file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was using the bathroom. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.